Event description:
During t2 recon nail surgery, when the lag screw package was opened a hair was found in the blister package. The surgeon changed the lag screw to another new lag screw. The surgery was completed.

Manufacturer narrative:
Eval summary: the found substance was examined with a stereomicroscope. The structure of the hair has similarity with a human hair. Review of device history record (DHR) - a review of the DHR for the lag screw, recon (lot code k298960) revealed no discrepancies. The review of the mfg documents revealed no deviating during the packaging process. The hair was most likely brought onto the packaging during the packaging process. The real root cause could not be determined.